Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient attended a routine follow up and high pacing thresholds were noted when it comes to this right ventricular (rv) lead. An x-ray did not show a lead dislodgment. The patient was admitted to the hospital and successfully defibrillation testing was performed. The device was reprogrammed to ensure capture. The lead was not repositioned and remained implanted. No adverse patient effects were reported.